Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
Reference MDR #1219856-2011-00425 for a related iab event for the same patient. It was reported that a male patient, expired while in the intensive care unit (ICU). During product prep, when the fos connector was connected to the pump before intra-aorta balloon (iab) insertion, the pump did not recognize the fiberoptix sensor (fos) connector. As a result, a transducer was used instead. The iab was inserted through the sheath via left femoral artery with no issues. Days after the insertion (since the blood pressure of the patient was not available as it should have been) the md suspected a thrombus. The central lumen was pulled negative and bubbles were observed. No medical/surgical intervention required. No report of patient injury or complications. No delay or interruption in therapy noted. The patient outcome is the patient expired during intra-aortic balloon pump (iabp) treatment. Additional information received on (B)(6), 2011 stated that the cardiac sales representative spoke with the doctors and a medical engineer at the hospital and all agree that the device did not cause or contribute to the death of the patient. The patient had been unconscious when admitted to the hospital on (B)(6) 2011. With the patient being still unconscious, the iab was inserted on (B)(6), 2011. The patient expired on (B)(6) 2011. Further information received on (B)(6) 2011. Further information received on (B)(4) 2011 from the sales representative stated that this is the latest information on the event, however some information differs from what was initially reported. The sales representative met with two doctors and medical engineer on (B)(4) 2011 and received the correct information. Patient expired on (B)(6), 2011 at approximately 7 am. Cause of death: ami. The patient was in critical condition before the iab insertion. Relevant medical/diagnosis: the patient was unconscious from ami and lmt stenosis of 99 percent and with blood pressure of 60/40. The patient suffered from cardiac tamponade caused by surgical intervention. The surgical drainage had been done by the time the iab was inserted. Treatment given to the patient until the patient expired. Percutaneous cardiopulmonary support (pcps) was inserted before the iab was inserted (no information on when it was inserted). The iab was inserted via right femoral artery without a sheath and without performing x-rays in the ICU on (B)(6), 2011. Bubbles were observed when central lumen was pulled negative. A few bubbles in diameter of 1 - 2 mm were observed, but no action was taken. Continuous haemodiafiltration (chdf) was given. A 10 cc of catecholamine was given per hour.